Manufacturer narrative:
The ge healthcare service representative replaced the defective power switch to resolve the reported issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare service representative reported that unit resets when cap above power switch is flicked or bumped. There was no report of patient involvement.